Manufacturer narrative:
Device was evaluated. Inspection found the reported issue was not able to be duplicated. The device was tested and placed under burn in test for two (2) hours and no issues were observed. The device passed all functional testing and no abnormalities found. Based on evaluation findings the reported issue was not confirmed as the device passed all testing with no issues noted. Root cause of the reported issue is unknown as no device issue found during testing. This report will be supplemented accordingly following investigations.

Event description:
Pressure decreased, physician reported not maintaining pressure on the device. The reported issue was initially noticed during reprocessing. There was no patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, there was no problem identified with the device inspection, therefore the root cause of the reported issue cannot be determined. It is assumed that the reported phenomenon occurred due to some impacts other than the device. Olympus will continue to monitor complaints for this device.